Event description:
During an in-clinic follow-up, oversensing was observed on the right atrial (ra) lead. A lead dislodgement was suspected but it was not confirmed. A revision procedure was performed and the ra lead was explanted and a new ra lead was implanted to resolve the event. It was alleged that the dislodgement was due to a malfunction when plastic particles were observed on the extended helix during procedure. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of unspecified over sensing was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The reported event of ¿plastic particles appear in the extended helix¿ was confirmed. Visual inspection found the steroid plug shifted towards the end of the helix. Visual and x-ray examinations of the lead did not find any anomalies.